Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient developed a staph aureus septicemia infection. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.